Event description:
It was reported that the insulin pump alarmed no delivery due to a possible occlusion. The blood glucose reading was unknown. The customer stated that, upon troubleshooting, insulin did not exit during a plunger push. She stated that she then assembled another reservoir and infusion set, which resolved the issue. The customer stated that the insulin pump was up and running thereafter. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.